Event description:
Healthcare professional reported for left side "feels heavy to left side", "intracapsular rupture", "the nipple are everted on both sides and show physiological enhancement", ¿feels heavy to left side¿, and ¿minimal peri implant fluid¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; ¿feels heavy to left side¿ and ¿minimal peri implant fluid.¿